Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair now has hub locks on it and one of the cables have broken.